Event description:
Customer reported having a blood glucose level as low as 43.2 mg/dl prior to the call. Customer reported that there was a large difference between sensor glucose level and blood glucose level. Blood glucose level was 162 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.